Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. H6: additional method code: 4110. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-ray images were provided which show that the spacer has migrated. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to instability due to the migration of the associated closure top out of its screw. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address post-operative pain. At a post-op follow up, the patient presented with increasing back and new leg pain, as well as forward flexion. Studies showed that one closure top at l2 migrated out of its mating screw, allowing the cage to migrate posteriorly. During the revision, the cage was repositioned and the bilateral screws, closure tops, and rods were removed and replaced at l2. This is report three of three for this event.

Event description:
It was reported, that a revision surgery was performed to address post-operative pain. At a post-op follow up, the patient presented with increasing back and new leg pain. As well as, forward flexion. Studies showed, that one closure top at l2 migrated out of its mating screw, allowing the cage to migrate posteriorly. During the revision, the cage was repositioned and the bilateral screws, closure tops and rods were removed and replaced at l2. This is report three of three for this event.

Manufacturer narrative:
D10: 1x- 701m6545, 2x- 07.02015.013, 2x- 07.02035.001, 1x- 07.02010.001. Without a product return, no product evaluation is able to be conducted. The lot number is unknown. Therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained, that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports (B)(4) through (B)(4).